Manufacturer narrative:
On (B)(6) 2016 04:35 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st knob was popping out of the end and preventing it from tightening the arm. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Device evaluation: the acrobat suv vacuum stabilizer was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was performed. There were no observable defects on the device. The stabilizer link arm function was evaluated: the stabilizer link arm tightened and locked into position securely when the knob was rotated in the clockwise direction and loosened when the knob was turned in a counter-clockwise direction. No loss of function or sticking was observed. Based upon these findings, the reported complaint was unable to be confirmed. (B)(4). A ship history to the account for the year prior to the reported event date was performed. A lot history record review was completed for lots 25118397, 25119092 and 25119656. The last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st knob was popping out of the end and preventing it from tightening the arm. The hospital did not report any patient effects. The product is returning.